Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the heating while recharging, stimulation at the pocket site, and stimulation at the patient¿s face and chest hasnot yet been determined. They indicated that the issue of the heating while recharging, and pocket site pain has not yet been resolved. However, the stimulation in the face and chest has been resolved with new high-density programming. The rep stated that the patient has an appointment with their pain doctor on (B)(6) 2018, and they will request for x-rays of the patient¿s pocket site. They noted that the physician is aware of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The patient reported that they feel an intense painful stimulation at their implantable neurostimulator (ins) pocket site, and also in their chest and face when stimulation is being used. The patient also complained of experiencing intense heat at their pocket site during recharging. It is unknown if there were any external factors that may have led to or contributed to the issues. The patient stated that they received another recharger in hopes that it would resolve the heating while recharging issue, but it did not. Thus, the patient did not believe the issue was related to their recharger. The rep checked impedances, and all were within normal limits. The rep also reprogrammed the patient, narrowed pulse width on one program, and also added a high-density option to address the painful stimulation. The issue was not resolved at the time of the report. No further complications were reported or anticipated.